Manufacturer narrative:
The reported failure of vent inop error indicating a remote inter-processor communication (ripc) failure between the therapy and user interface central processing units (cpus) is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report that a trilogy evo ventilator had been returned for service. There were no reports of patient harm or injury. The device was returned to a manufacturer service center for further evaluation. Following replacement of the flow sensor, an operational check identified a ¿ventilator inoperative¿ condition. Device log files were successfully downloaded and reviewed, revealing a ¿vent inop¿ error indicating a remote inter-processor communication (ripc) failure between the therapy and user interface central processing units (cpus). The system printed circuit assembly (pca) was replaced to resolve the issue. As part of preventive maintenance, the air inlet foam filter, particulate filter, and muffler assembly were replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.